Event description:
It was reported charging issues with the pump. Customer has attempted multiple chargers to resolve the issue. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.